Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee biplane system. During an acute procedure, the system was inoperable and the user received an error message "is unable to receive images; press release." The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation a cable issue was identified, however, the error described in the complaint could not be fully confirmed. The log file analysis showed no indication of the reported error message during patient operation. The message only appears during a servicing session after the procedure. At the time of the event the user performed a roadmap fluoroscopy during which the examination control console (ecc) encountered an error and was reset (on and off) several times. Fluoro was not affected by this. After a reset the ecc transferred its parameters to the system. The system rejected this transfer while roadmap fluoroscopy was active. After the roadmap was finished the system began the parameter transfer during which the release of x-ray is prohibited. Due to unfortunate timing the user tried to release x-ray during that transfer which was not possible and the error message "no xray: try again" was displayed. This occurred in total two times over a period of 15 seconds. After the transfer was finished x-ray was available again and the user could perform fluoro. Nevertheless, the operator decided to relocate the patient to another system. The affected cable has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions at this time as no systematic error has been identified.